Event description:
It was reported through a user facility medwatch #00-370114-2002-0008 that the stapler only partially released the staples when fired. The staple line was hand sewn. There were no pt consequences.